Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transmission review noted the right atrial (ra) lead with far field r-wave (ffrw) and the right ventricular (rv) lead with t-wave oversensing (twos). The leads remain in use. No patient complications have been reported as a result of this event.